Event description:
The hospital tested before using on a patient and saw that the reservoir bag was not filling when it was attached to supplemental oxygen. When they examined it, they found the hole on reservoir bag. No injury/death involved.